Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly hospitalized due to inflammation at the implant site. The recipient was treated with antibiotics (type unknown); however, the issue did not improve. The recipient's device was reportedly explanted. The recipient will not be reimplanted. The recipient is reportedly improving.

Manufacturer narrative:
The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.